Event description:
Information was received from a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that the patient stated the device has been shocking them every time they stand up. It has been happening on and off and they've seen the doctor for it in the past and they would say everything was ok. Since the beginning of july it started doing it everyday like every time they would stand up it would shock them. Patient does not recall any falls or anything. When patient had seen the doctor in the past they did an x-ray and everything was in place. Patient stated they also ran an impendence test and everything has been fine. Patient is still feeling shocks some of the time even when therapy is off. It happens right as patient shuts it off so patient was not sure if it was still powering off. Patient experiences the shock on different programs. The doctor's office has had a medtronic rep come to assist at their last appointment a couple months ago. Agent reviewed possible positional changes to stimulation. Additional information was received from a manufacturer representative (rep). The rep reported that the patient was involved in a car accident almost a year ago and the shocking stems from that.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.